Event description:
It was reported that shortly after refill, the pt had been experiencing discomfort, increased tone, increased clonus, grabbing at her feet, and withdrawal symptoms. Ativan had been given intermittently for relief. Magnesium was given for three days prior to the physician office visit for possible cramps. The pt also experienced a seizure the day of the office visit following a period of discomfort. The pt presented to the clinic for eval and treatment 8 days after refills. At time of the visit, the pt's pump was programmed to deliver baclofen 2000 mcg/ml at 307 mcg/day. A dose increase was programmed to deliver 380 mcg/day. The pt's discomfort continued. Two hours later, the pt's pump was cleared of drug and refilled with new drug, no dose adjustment was made. The pt's next refill was due in 2008. The pt was again starting to show some signs of withdrawal approx. 2 months later. The pt was brought in the clinic and a bolus dose was attempted to see if the pt would demonstrate any response to it. The pt had no response to the bolus, so the physician changed out the drug in her pump. There was no response to changing the drug in the pump, and the pt's mother called the next day stating that the pt's spasticity was getting worse and that the pt had a fever of 101 degrees. The physician decided to admit the pt to the hospital for troubleshooting. Two days later, a pump myelogram was done that showed no problems- the catheter looked "pristine". The catheter was originally placed at c5, but the pump myelogram showed that the catheter tip had moved down to about t2 or t3. They knew that meant the catheter had moved some, but they could not see a place where the catheter had "bunched up". The pt was still showing some signs of severe withdrawal, so the next day, the pt's health care providers decided to attempt a lumbar puncture of baclofen to see if the pt gained any benefit from that. The neurosurgeon did the puncture himself to make certain the drug was delivered into the intrathecal space. He gave the pt a 75 mcg dose of baclofen and within an hour, the pt's tone was significantly reduced and "she was like a new person." Because the pt had such a drastic response to the lumbar puncture, the physician elected to revise the catheter that weekend. The revision was performed two days later. The physician elected to replace the entire catheter since they didn't know exactly where the presumed break or tear was. When the physician went in the lumbar spine, the catheter looked fine, with no kinks or extra catheter curled up at the insertion site. He cut the catheter and there was good cerebrospinal fluid backflow. The physician removed the entire catheter and replaced it with new one. Once the physician had the catheter in place, he moved to the abdominal pocket. Upon opening the pump pocket, he found that extra catheter had actually curled up in the pump pocket, and was on top of the pump instead of under the pump. The physician said that it looked like part of the catheter was directly over the refill port in the center of the pump. The physician felt that the catheter likely had a small hole poked in it during the refill procedure which would explain why the pt would experience withdrawal. The first refill may have put a small hole and maybe the last one nicked the catheter even more. This did not show up on the myelogram. That part of the catheter would have been difficult to see if it was on top of the pump. The pt's status following surgery was not reported.

Manufacturer narrative:
The catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Refers to the catheter.